Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6) all available patient information was included. Additional patient details are not available. Section e1 - phone complete entry = (B)(6).

Event description:
The customer observed false reactive alinity I cmv igg results for two patients. The following data was provided (<6.00 au/ml is nonreactive, >/=6.00 au/ml is reactive): sample ID (B)(6), initial result was 63.6, repeat result, on another analyzer, was 2.9 au/ml sample ID (B)(6), initial result was 12.8 au/ml, repeat result, on another analyzer, was <1.1 au/ml. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting false reactive alinity I cmv igg results on the alinity I, processing module, serial number (B)(6). Through an extensive investigation, the fsr found the wash zone manifold, part number a-35001791-01, needed to be cleaned and calibrated, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed false reactive alinity I cmv igg results for two patients. The following data was provided (<6.00 au/ml is nonreactive, >/=6.00 au/ml is reactive): sample ID (B)(6), initial result was 63.6, repeat result, on another analyzer, was 2.9 au/ml sample ID (B)(6), initial result was 12.8 au/ml, repeat result, on another analyzer, was <1.1 au/ml. There was no impact to patient management reported.